Event description:
During a lap chole procedure, the jaws split or fell off the track. Did not form any kind of clip. This occurred on the 4th firing cycle. Device was being fired over tissue. Surgeon performed a cholangiogram after new device was opened. Case completed with another device. No pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time. 510(k) number is k050344.